Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3093-28, lot# v186323, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A healthcare professional (hcp) reported the patient had an extra lead on their right side and mentioned lead replacements. The hcp reported a lead displacement. The hcp stated the patient indicated their 1st implantable neurostimulator (ins) failed and was no longer working because the lead became displaced. The hcp stated they decided to place a new system on the other side in 2011, they implanted a lead and ins on the left side and the original lead on the right side remained implanted since it was embedded and they didn¿t want to remove it. The hcp stated the second ins died due to normal battery depletion so they replaced the ins and kept using the existing lead in place in 2016. The hcp noted the patient made a complete recovery. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.